Event description:
It was reported that there was an unspecified problem with a line of an unknown peritoneal dialysis cassette during use on a homechoice (hc) machine. No patient injury or medical intervention was indicated in association with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should the device be received or additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.